Event description:
Tissue kept sticking to instrument after sealing, which caused a tear in the tissue and some bleeding. Doctor stopped using the device and another device was opened. No injury caused to the patient.